Event description:
Complaint information was received for a holmium fiber which was identified to have broke inside the patient during operation. No reports of injury or patient complication were reported to dornier medtech america due to this product complaint. This complaint was initially reported to FDA under 1037955-2020-00036 on (B)(6) 2020.